Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that an internal component was loose. A philips repair bench technician evaluated the device and confirmed the issue. Upon receipt of the device at the repair bench, the technician found that all of the screws from the power pca (12 total) were loose inside the device. The screws appeared to have been unscrewed by the customer then left loose inside the case when the customer sent the device to the repair bench for evaluation. The repair bench technician reinstalled the screws to secure the power pca to the case. The device passed all performance assurance tests and was returned to the customer.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that an internal component was loose. There was no patient involvement.